Event description:
The patient reported that the keypad buttons were unresponsive; she stated that they required multiple button presses and would occasionally scroll. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the down arrow and contrast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts.